Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the right implant was intact. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/13/2020, it was reported to mentor that left side implant was catalog number: 3502500, mentor smooth round moderate plus profile 500cc, lot number: 5898287, the replacement devices were mentor smooth round moderate plus profile 700cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with an unspecified saline mentor breast implant and suffered from bilateral deflation. As a result, the patient had undergone removal and replacement with unspecified breast implants on (B)(6) 2020. This medwatch is for the right breast implant.